Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. The alto main body, ovation ix extender and ovation ix iliac limbs were all deployed at the intended landing zone. The alto main body was ballooned at 14 minutes. All other stents were ballooned post-deployment with 12x40 balloons, and all balloon systems went up without resistance. The final angiogram identified that the alto main body was displaced proximally, and the first sealing ring covered the left renal ostium, which then became occluded. The physician gained access to the affected renal with a 0.14 guidewire, but after an hour was unable to obtain flow with a catheter or balloon. Procedure was concluded. Patient was noted to be doing well the following morning and producing urine with stable kidney function. The patient will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.